Event description:
Reporter alleged blood glucose results of 42 mg/dl, hi (greater than 600 mg/dl), 268 mg/dl and 69 mg/dl on the advantage system when tests were performed back-to-back. Reporter stated customer had symptoms of low blood glucose and that she gave the customer 2 glucose tablets, a breakfast bar, 4 graham crackers, and 1 peppermint. Reporter stated customer felt better and went back to sleep. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.